Event description:
A problem was reported. Hcp reported a pump motor stall and motor stall recovery both confirmed and recorded in event logs. Pump stalled for 23 minutes before recovering. Also noted on the logs that a similar stall and recovery had occurred on (B)(6) 2012 and recovered in 9 minutes. Hcp reported the stall was caused by electromagnetic interference as the patient was visiting her chiropractor, who happened to be doing magnet therapy involving waving neodymium magnets around. Patient had no change in symptoms. System used to deliver lioresal.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot # n156614003, implanted: (B)(6) 2008, product type: catheter. (B)(4).